Event description:
New information noted the lead was explanted due to unrelated reasons.

Manufacturer narrative:
The reported events were unspecified over sensing, mode switch and failure to sense. As received, a complete lead was returned in five pieces. The reported events of unspecified over sensing and failure to sense were confirmed. Visual inspection of the lead found external insulation abrasion consistent with friction to another device or feature of the heart breaching the outer insulation and exposing the outer coil distal to the suture sleeve tie impression. The cause of the reported events of unspecified over sensing and failure to sense was isolated to the external insulation abrasion breaching the outer insulation and exposing the outer coil.

Event description:
It was reported that the patient presented for a procedure. Upon interrogation, it was noted that the right atrial lead exhibited unspecified oversensing which resulted in under pacing and inappropriate mode switch. The lead was capped and replaced on (B)(6) 2023. The patient was stable.